Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's hyperglycemia and reported ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, it was reported that patient went to the emergency room (ER) to treat her rising blood glucose (bg) levels. Her bg levels reached 25 mmol/l (450 mg/dl) after wearing the pod for approximately 17 hours on the abdomen. The patient reported feeling nauseous and was very thirsty. She attempted to lower her bg levels by delivering numerous correction boluses, totaling approximately 17 insulin units (iu). After multiple unsuccessful attempts, she decided to go to the hospital. While at the hospital, the patient replaced the pod with a new one and was instructed by the doctor to administer a bolus through the device. She was also treated with intravenous (IV) fluids and had bloodwork done. After she changed the pod, her bg levels started to go down. When the pod was removed, it was noted that the cannula looked ¿a little bent¿ and the ¿adhesive was overlapped¿. The patient also noticed the cannula was dry and did not seem to have any insulin residue inside of it. She noted that this was unusual, suggesting the pod was not working properly. The patient reported feeling much better as her bg levels continued to lower. Note the patient¿s bg levels leading up to and following the pod change: 04:54 am ¿ 23.8 mmol/l (429 mg/dl); 06:00 am ¿ pod replaced; 06:36 am ¿ 20.6 mmol/l (371 mg/dl); 06:37 am ¿ bolus of 4.5 iu; 07:18 am - 18.7 mmol/l (337 mg/dl); 07:28 am - bolus of 4 iu; 08:38 am - 14.7 mmol/l (265 mg/dl); 08:45 am - bolus of 5.3 units; 12:55 pm - 13.1 mmol/l (236 mg/dl); 03:30 pm - 9.2 mmol/l (166 mg/dl).